Manufacturer narrative:
Confirmation of pain and resolution of symptoms could not be obtained. However, a conservative decision was made to submit this incident as an MDR as it is possible the pain could have been related to the placement of the device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Pt was exhibiting pain and spotting, so physician removed insert hysteroscopically. The pt had the procedure done somewhere else, so the physician has limited info. There were approx 13-17 trailing coils in the uterus when physician went in with the hysteroscope. A large portion of the inner coil with the pet fiber was visible in the cavity. The physician was able to easily remove the insert from the tube. The pt then had laparoscopic tubal ligation. Removal of device and laparoscopy went well with no complications. Name of physician who implanted the essure devices is unk at this time. Add'l follow-up provided no add'l info. Therefore, resolution of pain is unk at this time.